Event description:
It was reported "something" was wrong. The patient recently moved, and was told at their healthcare facility before they left in (B)(6), that there was "something" wrong with the "diaphragm" in the pump and it looked "weak". The patient stated they had "no refill date as the pump needs to be replaced". The pump was used to deliver baclofen and morphine. It was reported the patient still had concerns regarding their device/therapy but was working with their healthcare professional (hcp) or manufacturer representative.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).